Event description:
Sew-right sr-5 misfired and stomach was perforated. The device fired twice as is expected but it did not disengage from the tissue. Dr. States that the pt is ok and they will do a hypaque study as a follow-up.